Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the heavily calcified common femoral artery, the fox sv balloon ruptured at unspecified pressure. The entire balloon was removed from the pt anatomy successfully and there was no adverse pt effect. Though requested, no additional info was provided.